Event description:
A drill bit broke off in the tibia during a total knee replacement. It was unable to be retrieved from patient so is retained. The drill bit was from a stryker triathlon system set.======================manufacturer response for drill bit, (brand not provided) (per site reporter).